Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that there was debris inside the plastic bag containing the stem and the foam insert.